Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) contacted the customer over the phone to troubleshoot the issue. Fse was able to assist the customer with getting the instrument up and running for one day, but mechanical/electrical issues prevent the rack from moving to the sampling position. Fse then visited the customer for further evaluation of the event. During servicing, the fse ran a rack position and it failed with error 2300 sample loader feed failure. Fse found the cam for the x1 motor loose on the motor shaft and was unable to keep timing of the x1 belt. Fse was unable to tighten the set screw for the cam due to the inner part of the cam for the motor shaft was too far inward and the set screw was not fully open to adjust. Fse then removed the x1 motor and corrected the cam on the shaft to be able to tighten the set screw for the position on the x1 motor shaft. Fse reinstalled the x1 motor and adjusted the belt accordingly. Fse ran several rack rotation tests without any failures. The customer ran biorad liquicheck quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-sept-2017 through aware date of 17-oct-2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: s.loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of error 2300 messages was the cam for the x1 motor on the motor shaft was loose.

Event description:
A customer reported sporadic 2300 s. Loader step feed failure error messages with the aia-900 instrument. The customer rebooted but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.